Event description:
Since my sleep apnea diagnosis some years ago, I have used a CPAP machine, currently a resmed airsense 10. It's hard to clean (I have parkinson's disease), so I bought a soclean 2 sanitizing device a few years ago. Recently I noticed when filling the distilled water reservoir (which I do daily) that there were dark green particles of various sizes in the water. I'm not sure what they were, but for one thing it appeared that the end of the tubing that goes into the reservoir had started to disintegrate. I called soclean and they were no help at all. This seems dangerous to me, so I have disconnected the soclean device and am using a new reservoir. FDA needs to look at these devices carefully and give us some guidance. Thanks. FDA safety report ID # (B)(4).